Event description:
It was initially reported that the ventilator shut down with a audible alarm while on a patient. Later information provided by the customer stated that the ventilator worked at all times as normal but the family couldn't stop the alarm. They transferred the patient to the backup ventilator with no harm reported. The homecare dealer tested the ventilator and found no problems. The ventilator functioned fine and the alarms seemed normal.